Event description:
Provider was performing a cholecystectomy on a patient, and was attempting to clamp the cystic artery when the clip applier failed, and the arterial clip was not clamped appropriately. The provider had to request a new device in order to perform the clamping of the clip correctly.